Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "hypomastia", "laxity of upper arm skin", "intracapsular silicone implant rupture", "encountered free silicone gel", "largely intact with very minimal amount of leakage" and "the lower portion of the capsule was getting a little bit thick". Later healthcare professional reported "capsule was beginning to thicken secondary to the intracapsular rupture" and "baker grade 2". This record is for the right side. Device was explanted and replaced. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional additionally reported "hypomastia", "laxity of upper arm skin", "intracapsular silicone implant rupture", "encountered free silicone gel", "largely intact with very minimal amount of leakage" and "the lower portion of the capsule was getting a little bit thick". Healthcare professional later reported "capsule was beginning to thicken secondary to the intracapsular rupture" and "baker grade 2". Device has been explanted and replaced.